Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss found on 01-dec-2021. The pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, unexpected low battery alert on 12/01/2021 09:12:00.000 was found in the pump history files. Multiple battery inserted alerts on 12/01/2021 from 07:16:27 to 22:41:28 for a total of 93 times were triggered due to battery cap not staying in place since battery tube is broken. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case-corner of belt clip rails. Unexpected battery power loss not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected battery power loss alarms. The customer stated that this was the second occurrence of replace battery alert or replace battery now alarm. The customer also stated that they inserted a new battery then after a few hours it had said battery was low and has the red indicator. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.